Event description:
The facility reports the resident had just been bathed and was sitting in the lift chair, being dressed by the caregiver. When the caregiver turned to get a piece of clothing, the resident began leaning forward. The caregiver attempted to grab the resident, but the resident fell out of the lift chair to the floor. The caregiver noted that the resident was not wearing the lift chair safety belt and the arm rest in front of the resident was not in place over the chair (was in the rolled back position). No other persons were in the bathroom at the time of the incident. The resident sustained facial bone fractures and lacerations. The resident passed away three days later. The info is taken from the statement given by the caregiver at the time of the incident to nursing home officials. The caregiver has since been suspended and was not available for interview.

Manufacturer narrative:
An arjo investigator examined the device and found the top cover cracked and broken at the fastener tabs. The right arm was bent and was sitting lower than right over the chair, as viewed from the front of the lift. The handset clip was broken off. No safety belt was seen at the time of inspection of the lift. There was no surface rust on the arm rest points. The castors locks and castors were working to OEM specs. The up/down of the lift actuator was intermittent (possible handset or control board issue). The right arm rest, bolt arm rest bushing, handset remote, control pcb, and top cover needed to be replaced to return the unit to OEM specs. Per the facility administrator, if the lift chair safety belt and arm rest had been in place, the incident would not have occurred. The MFR concludes the root cause of the incident was that the resident was left unattended in a raised position without the safety belt applied and without the arm rest in front in place over the chair. It is stated in the lifter operating and prod care instructions (opi) under warning notes, "never leave the resident unattended at any time, particularly when the calypso is in a raised position. The safety belt must be used at all times to make sure the resident remains in an upright position in the middle of the seat. The safety belt must be attached to the seat of the calypso on the same side as the backrest and securely fastened with the buckle. To avoid risk of injury, ensure the resident keeps his/her hands on the hand rest when raising and lowering the calypso, as well as during transportation." The MFR recommends retraining of the customer, especially in accordance with the requirements of the opi. The prod should be repaired before being returned to use.